Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that the insulin pump was dropped prior to the alarm and none of the buttons are working. Customer's blood glucose reading at the time of the call was 355 mg/dl. Customer stated that they will be going to the emergency room since they do not have a syringe and enough insulin as a back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.